Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the hcp was inquiring about MRI compatibility guidelines. It is unknown whether the MRI was due the device or therapy. The patient's device was reported dead. Additional information was received from a health care professional on (B)(6) 2018. It was reported that the patient¿s ins had been removed ¿so it is ¿non-functioning¿ but they still have the lead implanted.¿ it was noted that the patient would be getting the lead removed at a later date. It was further stated that the reason for having it removed was unknown; they did not know if there was a problem with the device. No further patient complications are anticipated or expected as a result of this event.